Event description:
The physician was performing an ercp and mechanical lithotripsy with a soft wire basket. The protective sheath was removed from the device and the basket was advanced through the lithotriptor cable in preparation for the procedure. During the procedure, the basket became wedged min the distal tip of the lithotriptor cable. The devices were immediately removed through surgical intervention. The pt is reported to be in satisfactory condition and no other complications have occurred.